Event description:
The customer reported that the jaws became stuck shut with tissue in them after completing sealing. The surgeon had to use a bipolar instrument to detach the device from the pt. There was no injury to the pt.

Manufacturer narrative:
(B)(4). The incident device had dried tissue between the jaws but they were not stuck shut. They opened and closed normally when the handle was activated. We were unable to confirm the customer's report. The IFU for this device states that if the jaws are not cleaned as instructed, eschar can build up and cause the jaws to stick to the sealed tissue. This can lead to difficulty in opening and closing the device. Keep the jaws of the instrument clean at all times and clean the instrument more often when working in a bloody field. If consistent sticking is encountered, reduce the bar setting. Do not re-use or reprocess the device as this can damage the surface of the jaws and lead to improper performance.